Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous, 80% stenosed de novo lesion in the mid right coronary artery (rca). A 3.5x15 nc traveler balloon dilatation catheter (bdc) was used for pre-dilatation; however, the balloon failed to inflate and a leak was noted on the shaft. Multiple inflations were attempted and the leak was confirmed to be located on the shaft of the balloon. A non-abbott bdc was used for pre-dilatation and an unspecified stent was implanted to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported inflation issue and leak was confirmed. The inner member was torn distal to the guide wire exit notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The tear noted at the guide wire exit notch resulting in inflation issue and leak is the result of the guide wire and balloon catheter being spread apart with the guide wire advanced through the exit notch. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.